Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported the occurrence of false positive esbl (extended spectrum beta-lactamase) phenotype in association with the vitek® 2 ast-gn84 test kit while testing a klebsiella pneumoniae isolate. The vitek® 2 system made therapeutic corrections for aztreonam, cefepime, ceftriaxone and cefazoline. As the patient was being treated with aztreonam, the physician asked for repeat testing. The physician modified the patient therapy to meropenem. Repeat via vitek® 2 ast-gn84 obtained a negative esbl phenotype. The customer performed confirmatory testing via manual esbl method; the result was negative. Though the repeat test and the confirmatory method both reported esbl negative, the physician maintained the meropenem therapy. The customer stated the first set up used an organism that was approximately 30 hours old. The repeat test used an organism that was 18-24 hours old, extracted from the purity plate. Instructions for use (IFU) indicate use of an organism between 16 - 24 hours. Though there is evidence the occurrence was a result of the user failing to follow the IFU, this occurrence is being reported as an adverse event since the discrepant result caused the physician to modify the patient's therapy. Culture submittal has been requested by biomérieux for internal investigation. An internal biomérieux investigation has been initiated.